Event description:
It was reported that the patient experienced a shocking sensation. It was stated that this occurred after the patient was exposed to a security gate. It was noted that each time that patient went through the security gate; the patient felt a shock over her implantable neurostimulator (ins). It was stated that the patient reported that she now puts her hand over the ins and runs through the security gate, which seems to help. It was stated that when the patient had her ins turned up higher, she felt a shock and a pain down her hip and leg. It was noted that when the patient turned the stimulation down, this resolved the issue. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Product ID: 3889-28 lot# v534830, implanted: 2010 (B)(6), product type lead product ID: 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).